Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient that they had very low blood glucose (bg) levels and they fell because of that. They woke up in the hospital. The pod they had on was worn for 36 to 48 hours on the abdomen. The pod the patient was wearing was removed and discarded. Because of the fall, the patient injured their arm and neck and as a result, is going to have surgery tomorrow on the left arm to alleviate compression on the nerve. While the patient was hospitalized they were treated with sugar and water through intravenous therapy and dextrose10 just to bring bg levels up even more. Patient remained in the hospital for 3 days.